Manufacturer narrative:
(B)(4). The customer evaluated the device and verified the reported issue. The customer replaced the defibrillation hard paddles assembly and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The customer determined that the cause of the reported issue was due to a bent connector pin within the connector of the hard paddles assembly. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a synchronized cardioversion procedure, the customer was unable to deliver defibrillation therapy to the patient using the defibrillation hard paddles assembly. When the reported issue occurred, the customer was able to disconnect the hard paddles and connect the therapy cable assembly with the defibrillation therapy electrodes. The customer was then able to continue patient care with no adverse outcome occurring during the event.